Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in future, product analysis may be performed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cochlear implant surgery, the drilling time is extended because the burr unlocks itself when the motor is running at high speed, even though it was initially properly locked. It was reported that there was no patient impact. It was reported that the procedure was delay and procedure completed with backup product. It also states that, under these circumstances, there was a risk of injury by the surgeon during the operation

Manufacturer narrative:
H2: based on device evaluation and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Pli 20: handpiece was damaged, it's pss unknown device, serial number and product return was requested. But device not returned and no evaluation was not performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Handpiece was damaged and loose bearing were found. It was reported there was no patient impact.

Manufacturer narrative:
H3: product analysis: product: bur entmr8 cut cbd 6mm std, lot# 0228264417: evaluation could not reproduce the reported malfunction of difficult with assembly. It was noted that no abnormalities found. Product: pss unknown motor, serial# unknown: no evaluation was performed, as the device was not returned. If the device is returned in future, product analysis may be performed h2: additional info: handpiece was damaged, it's pss unknown device, serial number and product return was requested. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.